Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
Patient reported that the pump required 22 units to prime. She said that she decided to complete all ezprime steps again. The patient said that she completed the rewind step and then during load step the pump dispensed most of the insulin out leaving 50 units in the cartridge. She confirmed that she was not connected to the pump during any of these steps.